Manufacturer narrative:
The reported event was inconclusive as no sample was returned for evaluation. It was unknown whether the device had met relevant specifications. The product was used for urological care. It was unknown whether the product had caused the reported failure. Potential root cause for this failure mode could be machine misalignment during valve/cap assembly/user related (rough handling or incorrect syringe used). The lot number was unknown; therefore, the device history record could not be reviewed. A review of the device labeling have been conducted for investigation purposed. "Warning: method for use (1) do not inflate the balloon in the urethra. (2) do not pull the catheter hard. (3) do not reuse. (4) do not resterilize. (5) be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon.] (6) do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edged instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon.] (7) do not use in patients who are or have been allergic to natural rubber latex. Malfunction: (1)device damage due to inappropriate use storage: (1) store in a dry, cool place away from heat, moisture, and direct sunlight. Expiration date (2) indicated on the direct package and the outer box." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned

Event description:
It was reported that it was difficult to deflate the catheter due to valve broken at the time of removal on the day of use.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that it was difficult to deflate the catheter due to valve broken at the time of removal on the day of use.